Manufacturer narrative:
The reported failure of sensor board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging a patient experienced a ventilation service required alarm while using a trilogy o2 device. The customer site continued to use the device since there was no abnormality observed in the " tidal volume, pressure and such". The customer stated that the ventilator service required alarm would continue to occur on the device, and they would press the reset button on the device. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, event drift proximal pressure too high, was observed on the device's error log. This particular error code had caused the ventilator service required alarm to occur on the device. The manufacturer's service technician further evaluated but was not able to determine the cause of the reportable issue. In conclusion, the manufacturer's service technician proactively replaced the sensor printed circuit assembly (pca) for this device. The root cause isn't confirmed at this time. Additionally, during the service of the device, the trilogy o2 pm1 kit, capacitor, battery fan, exhaust fan assembly, stirring fan, and forty-three micron (43 u) filter was replaced for preventative maintenance unrelated to the reportable issue. The internal battery and detachable battery pack need replacing on the device for preventative maintenance unrelated to the reportable issue.